Manufacturer narrative:
Concomitant medical products: model: d224trk, cardiac resynchronization therapy defibrillator (crt-d); implanted: (B)(6) 2011.

Event description:
It was reported that the patients left ventricular (lv) lead exhibited rising, high and unstable threshold levels. The patients right atrial (ra) lead also exhibited increasing/high threshold levels. During the changeout the physician visually noticed blood ingression and insulation damage of the ra lead. Both the lv and ra leads have been removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The outer insulation of the lead was extrinsically breached due to melting. The outer insulation of the lead was observed to have blood ingression. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.